Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor experienced temporary signal loss but resumed normal function before a return call, and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on health or daily activities. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and no identifiable responsible device component, consistent with transient connectivity interruption. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.